Event description:
Left ventricular assist device alarmed because flow from drive line that exchanges air from the console to the implanted pump was too low. Back-up device connected. Later, after servicing by co, the original device was reconnected. The left ventricular assist device again alarmed and back-up device again utilized. The original was returned to the co. The flow on back-up was then too low (.7 to 1.3 liters per min) so a new back-up was utilized. The original back-up was then also returned to the co. If back-up device had not been replaced, the pt would likely have suffered severe hemodynamic problems.